Event description:
At 9 months from the primary, the patient came in for a post-op appointment and there was a non-union of the vertebras. The surgeon removed all components except the ø7x45 pedicle screws. The surgery was completed successfully. The bone was osteoporotic and the patient was overall unhealthy.

Manufacturer narrative:
Batch review performed on 04 june 2024: lot 2122238: (B)(4) items manufactured and released on 18-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 04 june 2024: pedicle screw 03.52.455 enh. Bent rod ti r100 5.5x45mm (k141988) lot 1620075b: (B)(4) items manufactured and released on 21-jun-2022. Expiration date: 2027-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Pedicle screw 03.52.456 enh. Bent rod ti r100 5.5x50mm (k141988) lot 1620076b: (B)(4) items manufactured and released on 20-dec-2022. Expiration date: 2027-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Must lt 03.59.034 must lt 15mm long - pedicle screw ø7x40 cann (k203482) lot 2022534: (B)(4) items manufactured and released on 01-march-2021. Expiration date: 2026-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported events during the period of review. (2 devices involved in this complaint)